Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that the sensor glucose reading was in the 40's mg/dl and their actual blood glucose was in the 100-125 mg/dl range. Customer stated that their insulin pump alarmed low and went into threshold suspend for a couple of hours. Customer declined troubleshooting and stated that they ended up turning the sensor off and back on, which resolved the issue. Customer was advised that it is not recommended to turn the sensor off and on to resolve the issue as it is off-label use. Customer stated that the issue occurred in (B)(6) 2015 and it did not cause a serious injury or a visit to the hospital or emergency room. Customer was advised to contact the helpline to troubleshoot if the issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-13479.